Event description:
Manufacturer representative reports experiencing numbness from the waist down following a priming procedure for their intrathecal drug delivery system. The drugs used in the pump as dilaudid, 1 mg/ml, 0.1299/day; clonidine, 250 ug/ml, 32.47/day; and bupivicaine, 40 mg/ml, 5.196/day. The patient was undergoing a dye study. During the procedure 22 cc's were removed from the catheter and successful myelogram was performed. The catheter and pump looked fine. Five cc's of drug were removed from the pump and telemetry showed 5.4 were expected. The pump and catheter tubing volume of 0.39mg was primed and delivered over 24 minutes. As the patient walked to their car, their legs gave out. The patient was brought back to recovery with residual numbness from the waist down. It was determined the volume of the prime should have been only the catheter volume of 0.191ml. The patient was monitored for 3-4 hours with no other symptoms besides the numbness. The patient's blood pressure was normal. The patient was released and walked out without assistance. The pump had been turned to a "minimum rate" and after one week the pump was turned back on the previous therapeutic dose.